Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the bulb was not compressed on the hemovac. The complainant reported that the nurse tried to compress but it would not stay to suction. The complainant reported that the hemovac insertion site was then assessed and it was noticed that the hemovac had become disconnected. The complainant reported the device was sanitized, reconnected to the tubing and the bulb compressed.

Event description:
It was reported that the bulb was not compressed on the hemovac. The complainant reported that the nurse tried to compress but it would not stay to suction. The complainant reported that the hemovac insertion site was then assessed and it was noticed that the hemovac had become disconnected. The complainant reported the device was sanitized, reconnected to the tubing and the bulb compressed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drain ifus are found to be adequate based on past reviews.